Manufacturer narrative:
(B)(4).

Event description:
A confirmed motor stall was noted in the event logs on (B)(6) 2010 at 1716. A tube set message was noted two days after the stall. There was no motor stall recovery recorded. The patient experienced underdose symptoms and was in excruciating pain the day the motor stall occurred. The patient was in a car accident prior to the pump stalling, but it was not certain exactly when the car accident occurred. Possible emi sources were ruled out. The medications being delivered via the device system were bupivicaine and morphine.